Event description:
The customer stated that the acuity system would not boot, which resulted in a loss of centralized monitoring until they received a loaner system. Pt vital signs monitoring continued at the bedside monitors. The customer did not respond to requests for whether there were any pts connected to the system.

Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a sun ultra 5 central processing unit (cpu). The device receives, analyzes and displays pt vital signs data from multiple bedside multifunctional pt monitoring devices through either wired or wireless connections. This customer reported that they could not boot their system. Welch allyn tech support issued a loaner system and arranged to have the suspect unit returned for investigation. Acuity factory service reviewed the log files of the returned unit, but could find no indication of any previous reboot issues. Extended testing failed to duplicate any difficulty in booting this system. However, when factory service left the unit on for 24 hrs, the unit hung sometime during that period and became unresponsive. Factory service had to reboot the system to restore operation. Following reboot, the system operated without failure during another 24 hr period. We were unable to locate the cause of this intermittent failure. As a result, we scrapped and replaced this unit. Even though centralized monitoring was lost during the time that the system was down, pt vital signs monitoring continued at bedside with the local bedside pt monitor for any pts connected to the system. There were no pts harmed in any way by the event. By event here and in the codes in block h6 of form 3500 we mean the loss of centralized monitoring.